Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: operation manual includes detection methods in chapter 3 preparation and inspection. Reprocessing manual includes preventive measures in chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, the gastrointestinal videoscope insertion tube was deformed or snaky, there was no angulation when the angulation control knob was turned and there was reduced angulation. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material at the a-rubber, the a-rubber adhesive and on at the probe cover. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on charged coupled device unit, the specified resolving power was not obtained, due to damage on charged coupled device unit, the image had black dots, due to clogging of nozzle, water removal ability did not meet the standard value, probe cover had a dent, connecting tube had a scratch, connecting tube had discoloration, due to wear of angle wire, bending angle in left direction did not meet the standard value, due to wear of angle wire, bending section could not be bent in up direction at all, forceps channel port was shaved, scope cover had a scratch, up/down knob had a stain, right/left knob had a stain, and the universal cord had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.